Event description:
Patient underwent emergent laparoscopic appendectomy for acute appendicitis. Endo-gia stapler malfunctioned, and staple load spilled into abdominal cavity. Surgeon removed staple load/contents from cavity, obtained a new stapler, and completed procedure without further complications.